Event description:
A hosp infection control practitioner reported that an olympus bf-p240 bronchoscope, was contaminated with pseudomonas aeruginosa. Background: the following info was provided by an olympus microbiologist based on conversation with the infection control practitioner. On 11/11/00, the damaged olympus bf-p240 (purchased in 1999) was sent to an independent service organization for repair. Upon completion of the repair, the bronchoscope was returned to the facility. During its' first use (after being repaired), the image was cloudy; the bronchoscope was sent to olympus for an overall comprehensive service. On or about 12/00, the bronchoscope was returned to the facility and used for two pt procedures. The first two bronchial lavage samples obtained with the newly serviced scope were normal. On or about 12/00, a pt bronchial lavage sample was cultured and grew pseudomonas aeruginosa. The next eight pt bronchial lavages obtained through the bronchoscope contained pseudomonas aeruginosa. The bf-p240 used for the procedures was sampled and was also positive for pseudomonas aeruginosa; two olympus loaner bronchoscopes in use at the facility cultured negative. The infection control practitioner contacted the state health laboratory about the recent occurrences. On or about 2/12/01, a laboratory representative notified the practitioner and explained that, based on the results of the dna analysis, the pseudomonas aeruginosa from the eight pt samples were identical to each other and were also identical to the organisms recovered from the bronchoscope. Note that the infected pts were ill before the bronchoscopy procedures and the pt's medical treatment was unrelated to the laboratory findings of pseudomonas aeruginosa. Pts did not display significant signs or symptoms directly related to the apparent pseudomonas aeruginosa infection. A few pts were treated for various pulmonary disorders, including infection. None of the ill pts have shown residual problems related to possible pseudomonas aeruginosa infection. The practitioner mentioned that two new reprocessing technicians have been employed in the endoscopy unit in the last six months. The practitioner mentioned that although bronchoscopes are generally reprocessed manually using cidex opa, bronchoscopes are occasionally reprocessed in steris system 1. Steris reprocessing is inconsistent with olympus labeling. Since the bf-p240 was removed from service on or about 1/26/01, there have not been any add'l cases of lavage samples containing pseudomonas aeruginosa. The microbiologist recommended that the bronchoscope be forwarded to olympus for inspection.